Event description:
Ous MDR - after an implant period of approximately 55 months, oversensing was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 30.5 cm distal to the is-1 connector pin and 10 cm proximal to the lead tip. The proximal, a medial and the distal lead fragment were received for analysis, in between a small segment of insulation body was missing. The returned lead parts were subjected to an extensive analysis. The visual inspection showed multiple signs of wear along the lead body. In particular around 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of noise reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress most likely due to interaction with another implantable device such as a nearby lead. The available x-ray image demonstrates, consistent with the complaint text, a nearby competitor lead. An interaction between the lead under complaint and the nearby lead is likely. Furthermore the shock coil was found deformed and the conductor cables were pulled out of the lead body. These damages presumably resulted from tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.